Manufacturer narrative:
The reservoir reliability analysis evaluated three random sealed reservoirs. Performed fill reservoirs and reservoirs passed per spec. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. (B)(4).

Event description:
It was reported that the customer's reservoir was causing air bubbles to be created. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.